Event description:
It was reported that 5 of the bd microfine¿ + pen needle were unable to deliver. The following information was provided by the initial reporter, translated from japanese to english: a patient called bdj's cs to report that the drug solution had not come out in about five products.

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 5 of the bd microfine¿ + pen needle were unable to deliver. The following information was provided by the initial reporter, translated from japanese to english: a patient called bdj's cs to report that the drug solution had not come out in about five products.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.